Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/only one essure device present on the right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity, right lower quadrant pain, vaginal odor, dyspareunia, insomnia, heavy menstrual bleeding, cramp in lower abdomen, fatigue, menometrorrhagia, pelvic pain, adenomyosis, hyperthyroidism, hypothyroidism, menorrhagia, vaginal delivery, chronic cervicitis, endocervicitis, uterine leiomyoma, ovarian cyst, flank pain, urinary tract disorder, cholecystectomy, mesenteric adenitis, pregnancy with contraceptive device and vaginal delivery. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods),"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), depression ("depression"), autoimmune disorder ("autoimmune diagnosed") and post procedural complication ("post removal complication-yes"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding had resolved and the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, hypersensitivity, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, depression, autoimmune disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),anemia, genital bleeding, psych injury, fatigue ,gi conditions ,hair loss ,dental problem, hormonal changes, headaches, nausea, vision problems weight gain, depression. Patient experienced two pregnancies after essure insertion, the first pregnancy (terminated) is captured in this case (B)(4) and the second pregnancy (vaginal delivery) is captured in the case (B)(4). Insertion date discrepancy noted: (B)(6) 2006 and (B)(6) 2007, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal obstruction. Essure device present on the right.. Imaging procedure - on (B)(6) 2007: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: medical record received: outcome of pregnancy was updated. Medical history, lab data, patient aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/only one essure device present on the right side') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity, right lower quadrant pain, vaginal odor, dyspareunia, insomnia, heavy menstrual bleeding, cramp in lower abdomen, fatigue, menometrorrhagia, pelvic pain, adenomyosis, hyperthyroidism, hypothyroidism, menorrhagia, gravida, chronic cervicitis, endocervicitis, uterine leiomyoma, ovarian cyst, flank pain, urinary tract disorder, cholecystectomy, mesenteric adenitis, pregnancy with contraceptive device and vaginal delivery. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods),"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), depression ("depression"), autoimmune disorder ("autoimmune diagnosed") and post procedural complication ("post removal complication-yes"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding had resolved and the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, hypersensitivity, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, depression, autoimmune disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),anemia, genital bleeding, psych injury, fatigue ,gi conditions ,hair loss ,dental problem, hormonal changes, headaches, nausea, vision problems weight gain, depression. Patient experienced two pregnancies after essure insertion, the first pregnancy (terminated) is captured in this case (B)(4) and the second pregnancy (vaginal delivery) is captured in the case (B)(4). Insertion date discrepancy noted: (B)(6) 2006 and (B)(6) 2007, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal obstruction. Essure device present on the right.. Imaging procedure - on (B)(6) 2007: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. Essure device is updated to 205 from 305. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), depression ("depression"), autoimmune disorder ("autoimmune diagnosed") and post procedural complication ("post removal complication-yes"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menorrhagia and metrorrhagia had resolved and the pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, hypersensitivity, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, depression, autoimmune disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),anemia, genital bleeding, psych injury, fatigue ,gi conditions ,hair loss ,dental problem, hormonal changes, headaches, nausea, vision problems weight gain, depression. Insertion date discrepancy noted: (B)(6) 2006 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome general abnormal bleed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), depression ("depression"), autoimmune disorder ("autoimmune diagnosed") and post procedural complication ("post removal complication-yes"), was found to have a pregnancy with contraceptive device ("pregnancy- terminated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia and metrorrhagia had resolved and the pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, hypersensitivity, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, depression, autoimmune disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),anemia, genital bleeding, psych injury, fatigue ,gi conditions ,hair loss ,dental problem, hormonal changes, headaches, nausea, vision problems weight gain, depression. Insertion date discrepancy noted: (B)(6) 2006 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Events added from pfs- migration, autoimmune diagnosed, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.